Event description:
Lead management procedure for removal of three leads, one rv lead due to a recall. A visishealth was used. During the procedure the lead integrity was compromised and there was an intentional lateral motion of the visisheath. A pseudo-aneurysm occurred at the svc junction. A chest tube was placed intraoperatively. The following day the patient underwent an elective sternotomy, surgical lead removal, svc pseudoaneurysm repair and placement of an epicardial pacing system. The patient survived the intervention.